Manufacturer narrative:
Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. Stapler logs show a sureform 45 stapler instrument used during the procedure was installed on the system 4 times and successfully fired 4 reloads (2 green, 2 blue). There was no report of any stapler issue during the procedure or noted during the laparoscopy. There were no stapler related errors in the system logs. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, cadiere forceps, vessel sealer extend, mega suturecut needle driver, sureform 45 stapler with green and blue reloads, suction irrigator, medium large clip applier. A site history review found no event related complaints have been received for the instruments used during or subsequent to this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient was undergoing an ostomy takedown when a bowel injury occurred which was unrecognized at the time of the initial surgery. How this occurred is not definitively identified although they report trocar injury and anastomotic leak were ruled out. Although there is no allegation against any intuitive surgical product or instrument, further details of how this injury may have occurred are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted hartmann¿s colostomy reversal procedure, it was found that the patient had sustained an injury to the mid-ileum portion of the small bowel and expired on post-operative day six. The original procedure was completed without any known intra-operative complications. The surgeon reported that the patient had a history of chronic diverticulitis and clostridioides difficile colitis, and during the procedure they encountered extensive, unexpected small bowel and colonic adhesions. Post-operatively, the patient developed sepsis. The small bowel injury was found during an exploratory laparotomy and was repaired; a washout of the abdomen with drain placement was performed. The patient¿s condition deteriorated and they expired due to multi-organ failure secondary to profound sepsis. The surgeon reported they do not believe that the da vinci system, instrument or accessory caused or contributed to the reported event. No additional information was provided.